Manufacturer narrative:
As received, a complete lead without a stylet was returned in one piece for analysis. The reported events of unable to advance/withdraw the stylet was confirmed. X-ray inspection found ovetorqued of the inner coil inside the connector region consistent with procedural damage. Unable to test the stylet insertion due to overtorqued inner coil. The cause of the stylet unable to advance/withdraw from the lead was isolated to overtorque of the inner coil. The reported event of ¿a loose appearance of the lead thru the silicone at the proximal end was noticed¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during an implant, upon insertion of the curved j wire while lead was in the body, the physician noticed resistance inserting near the proximal end of the lead and the stylet was advance with effort. The screw was extended, and physician was unable to withdraw the stylet. The physician requested a new lead and was positioned without problem. After the procedure, a loose appearance of the lead thru the silicone at the proximal end was noticed. The physician described that when extending the screw, he could feel tension on the lead as it was trying to rotate the screw was being turned. The patient was stable before, during and after the procedure. The physician noted that the procedure did not cause any problems with the patient.